Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation is confirmed. One unpackaged ar-9628, 3.0 mm drill bit, batch 022227, was received for investigation. Visual inspection showed surface damage, including nicks and chipping on the cutting edges. Additionally, the tip was broken. Functional testing was not performed due to the damage to the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, was not provided. Most likely cause can be attributed to misuse, which may include: improper bone preparation, misaligned insertion, prying or leveraging the screw during insertion.

Event description:
It was reported that during an invers shoulder prothesis surgery the drill broke. A very small piece of the device could not be retrieved and remained inside the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. There is no revision surgery planned.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.